Manufacturer narrative:
(B)(4) .

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. The receiver log was downloaded, no errors were observed. Functional testing was performed and there was no failure detected. The reported event of a frozen screen display was not confirmed. The root cause could not be determined.